Event description:
A surgeon reported that an intraocular lens (iol) was exchanged because, he could not clear or sharpen the pt's visual acuity. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because, the reporter did not provide a lot # or any identification traceable to the mfg documentation. Additional info was requested on 08/26/2010, 08/31/2010, 09/02/2010, 09/14/2010, 09/16/2010, and 09/17/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).